Event description:
Customer is reporting a pressure dome leak. Name and function of complainant: same as rptr. Customer reported a blood leak occurred at one of the pressure domes during a treatment, so the treatment was aborted. Customer requested field service. Service order #(B)(4) was created to inspect the instrument.

Manufacturer narrative:
(B)(4). A batch record review of the lot file for b116 was performed and shows no non-conformances associated with this event type. This lot met all release requirements. A review of complaints rec'd for lot b116 was performed. There were no other pressure dome leaks reported to date for this lot. Service order feedback: field engineer called the customer. Customer advised that they had cleaned the leak and they were using the instrument w/o incident. No on site service is required. Customer confirmed that the instrument operating as expected. The assessment is based on the info available at the time of investigation. No product return was rec'd by the customer for investigation. Therefore, the root cause for the pressure dome leak cannot be determined based solely on the info provided by the customer. (B)(4).